Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) shutdown initially on (B)(6) 2021. They went onsite on and was able to restore power and noted that when they found the cns tower it was laying on the floor on its side and had a ups on top of it. They were not sure if any physical damage occurred as a result. They were able to restore power to it. However, it shutdown again in the second occurrence which will be reported in another MDR for complaint (B)(4). This unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported on (B)(6) 2021 2 occurrences. This complaint is for the 1st occurrence. The customer reported that they were notified on (B)(6) 2021 that this central nurse's station (cns) shutdown. She went onsite and was able to restore power. She noted that when she found the cns tower, the tower was laying on the floor on its side and had a ups on top of it. She stated she was not sure if any physical damage occurred as a result. She was able to restore power. It later failed again in the 2nd occurrence which is reported in another ticket (B)(4). This unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. She had known that it was, but didn't know when it was sunsetted. Tech support advised basic troubleshooting steps e.g clearing out the vent fan, re-seating hard drives, removing the ups power. Qa has contacted the customer to see if the issue has been resolved with the troubleshooting information that ts provided, but they have been unresponsive. Investigation conclusion: the root cause of the issue cannot be determined as there was not enough information provided from the customer. Attempts to obtain further information were made, but the customer was unresponsive.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) shutdown initially on (B)(6) 2021. They went onsite on and was able to restore power and noted that when they found the cns tower it was laying on the floor on its side and had a ups on top of it. They were not sure if any physical damage occurred as a result. They were able to restore power to it. However, it shutdown again in the second occurrence which will be reported in another MDR for complaint (B)(4). This unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Telemetry transmitters: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) shutdown initially on (B)(6) 2021. They went onsite on and was able to restore power and noted that when they found the cns tower it was laying on the floor on its side and had a ups on top of it. They were not sure if any physical damage occurred as a result. They were able to restore power to it. However, it shutdown again in the second occurrence which will be reported in another MDR for complaint (B)(4). This unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.